Event description:
It was reported that approximately three months post-operatively to a cardiac ablation procedure, a patient experienced an atrial fibrillation recurrence, confirmed by a clinically significant electrocardiogram, and was treated with an oral antiarrhythmic initiated on the same day. Seven days later, the patient developed symptomatic atrial flutter, also confirmed by electrocardiogram, which led to hospitalization and a repeat ablation procedure. The patient recovered and the event was resolved. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.